Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's right ventricular (rv) lead exhibited noise oversensing, resulting in pacing inhibition. Programming changes were made to resolve the issue, and the patient did not experience any consequences.